Manufacturer narrative:
Concomitant products: product number ¿ 8253200; description - patient interface, nim response 3.0; serial number ¿ (B)(4); lot number ¿ 208003662; 510k ¿ k083124. Product # 8253001 (nim response 3.0 mainframe): the product analysis indicates that the device was examined. The customer¿s issue regarding no stimulation response could not be duplicated. The software was upgraded to current version and as a precautionary measure, the unit was placed in burn-in for 24 hours attempting to observe any failure. The device did not fail. The device was tested and passed all manufacturing specifications. Product # 8253200 (nim response 3.0 patient interface): the device has not been received. A product analysis has not been performed.

Event description:
It was reported that intraoperative, the nim was not responding. The probe was switched out. The interface, emg tube and all components were checked for correct set up. The system was rebooted and the issue persisted. They have a second console that they switched to and the same spot stimulated as a nerve response on the second console. There was a 5-10 minute delay and no injury was reported.